Event description:
It was reported that other pumps with the same issue(multiple motor stalls,unrecovered; see manufacturing report #3004209178-2015-13290) were sent back for analysis and an analysis report had neither been sent back or if sent, the findings were inconclusive. The device, patient and drug information, causality, symptoms related, and final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4) the information that was submitted in 3007566237-2015-01952 001 has been updated/corrected. A new manufacture report 3004209178-2015-13290 was submitted to capture that information.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication) the gear train anomaly/stall was due to the shaft-bearing. The analysis interrogation report showed the pump was received at minimum rate mode.

Event description:
Additional information was received from the manufacturer representative regarding the delivery of unknown morphine (10mg/ml) in pain pump for non-malignant pain and failed back surgery syndrome. The pump was explanted on (B)(6) 2015 due to a motor stall. The patient ended up in withdrawals due to the motor stall.